Event description:
The co received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device is currently in transit to the mfg plant for investigation.